Event description:
The customer called technical support (ts) reporting that the device's screen brightness is weak. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Although requested, the information regarding the context of use was not provided. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the lcd assembly and the cable to resolve the reported issue. During the evaluation, it was confirmed that the battery is over 5 years old and was replaced. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Although requested to be returned, the removed components were not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.